Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected 3 random sealed reservoir. Performed fre-fill reservoirs test. Resrevoir/transfer guards passed per inspection found no occluded anomalies during filling. Checked o-rings and stopper groove for defects and none were found. Ran basal, bolus leaking test. Reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into 5xx insulin pump. Conclusion is reservoir does not leak.

Event description:
It was reported that the customer was having issues with the reservoirs for the past three to four months. The reservoirs have leaked into the reservoir compartment, and the customer's blood glucose has been all over the place. The mother did not feel comfortable and requested have them replaced. No further information was provided.